Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed that the during testing with a 20% mixture of glycerin, the lower ultrasonic sensor reading was below spec. In addition, air in line alarms were found in the history log. It was determined that the cause of the alarm was an increased spacing between the upstream pusher and the upstream sensor crystals. An increased spacing will contribute to upstream occlusion and air in line alarm. The upstream sensor has been replaced.

Event description:
It was reported that a device alarmed for false air in line alarms during preventive maintenance testing. There was no pt involvement.